Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision; bi-lateral; left asr xl acetabular system; see (B)(4) for right revision. Update: amended original surgery date and revision date. Received: (B)(6) 2012. Reason(s) for revision: unknown update 31 mar 2015 - reason(s) for revision: elevated metal ion levels + pain and queried stem ((B)(4) 2015).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Bi-lateral. Left asr xl acetabular system. See dint 19061 for right revision. Update: amended original surgery date and revision date. Received: september 21st 2012. Reason(s) for revision: unknown. Update 31 mar 2015 - reason(s) for revision: elevated metal ion levels + pain and queried stem. Update 01 apr 2015 - added stem details.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). The complaint was reopened as additional information received from crawford, as per review of the new information there is no update to the com. No further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.